Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for a complete break in the port stem. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4. H11: b5, g1, h6 (method, results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 0602680 implantable port allegedly was damaged, fractured, and had material separation. This report was received from one source. There was no patient contact. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 0602680 implantable port allegedly was damaged. This report was received from one source. Age, weight, and gender were not provided for the patient. The device was not used in a patient.